Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that he has noticed condensation in the cartridge compartment. It always showed up about halfway through a cartridge and did smell like insulin. He thought maybe the cartridges were leaking. No adverse event alleged. A request was made for the return of the device.